Manufacturer narrative:
Note: a previous event of noise was reported on this lead in 2014 - MFR # 2017865-2014-12701. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for surgery due to an upgrade. It was noted that there was significant noise on the right ventricular lead. A previous event on (B)(6) 2014 had been reported for this lead whereby programming changes had been made to address the noise. The lead was capped (B)(6) 2019 during the upgrade while a new system including right ventricular lead was implanted on the left side and the old system was programmed off. The patient was discharged and suffered no adverse event relating to this occurrence.

Manufacturer narrative:
The lead was capped on (B)(6) 2019 not (B)(6) 2019.

Event description:
The lead was capped on (B)(6) 2019 on the previously reported event date during the upgrade not (B)(6) 2019.